Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went through withdrawal a long time ago. The patient couldn¿t remember when. The patient indicated the withdrawal was "my fault" because the alarm was going off and they thought they had more time to get a refill. The patient was at a ¿high rate¿ at that time. The patient went to the physician the next day and got the pump refilled. The patient could not remember ¿how they fixed me.¿ since the withdrawals the patient has become paranoid and has panic attacks. The patient follows up with a psychiatric nurse and takes xanax and "some other pill" to help control panic attacks. The patient had not had an attack in a long time. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4)